Event description:
A pt with gall stones and bile duct obstruction underwent an ercp procedure. A sphincterotomy was completed. Then, a small stone was successfully removed while using a cook endoscopy web extraction basket. Removal of a second stone that was reported to be large in size was attempted via mechanical lithotripsy. The basket's outer sheath was removed before performing lithotripsy. During the lithotripsy attempt, the basket wire broke. Several attempts were made to remove the basket, but the basket portion remained in the pt. An attempt was made to dislodge the stone from the basket, but this was unsuccessful. The next day (2006), a general surgeon performed a colosystectomy, entered the abdomen via direct vision, removed the gall bladder, identified the basket during the procedure and removed it as well. The pt was then discharged from the hospital.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the six month complaint history record for this product family was conducted. Based on this report, the likelihood of this type of occurrence is rare. Conclusions: the info provided indicated the basket's outer sheath was removed before attempting lithotripsy. The instructions for use with the soehendra lithotriptor warn the user that the outer sheath must remain on the basket during lithotripsy. Removing the basket's outer sheath is a contributing factor to the reported event. The info provided indicated a sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. An attempt to manually crush the stone with the basket was attempted. The instructions for use for the web extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. The info provided indicated that the outer sheath was pulled while advancing or retracting the basket. The instructions for use for the web extraction basket warn the user that the outer sheath should not be pulled on while extending or retracting the basket. The instructions for use of the soehendra lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention. The instructions for use of the soehendra lithotriptor cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. Prior to distribution, all extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. Correction actions: no corrective action warranted at this time because the report was unable to verified and the info provided indicated the product was used in contradiction with the instructions for use. The likelihood of this occurence is rare. Customer qa will continue to monitor for complaint trends. Additional comments regarding this event: this event was initially reported to a cook endoscopy employee on august 5, 2006 by the user facility. However, the designated complaint handling unit (customer qa) was not notified until january 31, 2007.